Event description:
This event involved a patient who experienced controller alarm sound issues approximately 8 months post heartware lvad implantation. The patient¿s controller (B)(4) was reported to not be producing any sound even though when batteries were running very low (almost empty). This event was treated with an elective controller exchange. There was no reported patient injury and the product is to be returned for evaluation. Investigation of this event is on-going.

Manufacturer narrative:
The device is available for evaluation, but has not been received by the manufacturer. Additional information will be submitted within thirty (30) days of receipt.

Manufacturer narrative:
The product was returned to heartware. Various analyses were conducted and reviewed in order to evaluate the performance of controller in relation to the reported event. The event was confirmed based on the functional test. The returned controller performed as intended during functional testing; however the audible alarm volume was confirmed to be very weak. The root cause was a defective speaker. No additional information will be forthcoming.